Event description:
It was reported the procedure was being performed on a (B)(6) pt and the procedure was a port access of arterial repair. The catheter was inserted in the patient's left internal jugular. During and after insertion, they found blood leaking from the valve. As a result, the swan ganz was removed and the valve was capped and other access was used. They do not know if this caused a delay in treatment and there was no death or complications reported. The lead anesthesia tech stated doctors have complained in the past.

Manufacturer narrative:
(B)(4). Sample will not be returned.